Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to heavy fluid invasion from the leaking biopsy channel. Additional issues were identified during the device evaluation: the scope had a big leak; deep scratches were found in the channel opening; leaking through the instrument channel caused fluid invasion and a foggy image; the image had a damaged mask; suction flow was unable to be checked; and the control body, scope connector, and ultrasound connector had fluid invasion but were dry after aeration. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofiber videoscope did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.